Event description:
It was reported the customer received a no delivery alarm. Customer had changed their infusion set twice, but the alarm persisted. The customer's blood glucose was 177 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime. The customer stated changing the reservoir resolved the alarm. Customer will be returning their reservoir for analysis. No additional information provided.

Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected the reservoir, snap-cap and septum for anomalies and none were found. The occlusion test was performed as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into the insulin pump, perform manual prime and confirmed visual fluid flowed through infusion set and out catheter tip. Conclusion: the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.